Manufacturer narrative:
Philips service reformatted the hdd and reinstalled geopc software, achieving partial resolution. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geometry functionality failed due to geoipc communication timeout on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.